Manufacturer narrative:
Additional information was provided in h.3.,h.6 and h.11. A qualified cartridge was indicted. It is unknown if a qualified handpiece and viscoelastic were used. Based on the description of the damage it may be similar in nature to damage detected using cavity 173 company cartridges. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Correction information was provided in d.4. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A non-health care professional reported that during an intraocular lens (iol) implant procedure, skip scratches were identified and the iol was removed. Additional information has been requested. There are three medical device reports associated with this report. This is 3 of 3.